Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer's basal settings were recently changed by the customer's healthcare professional as the customer has an active lifestyle. Subsequently, the customer's blood glucose decreased to 45 mg/dl which was addressed with the customer's husband giving food to the customer. Recommendation was made to consult with healthcare provider regarding diabetes management.